Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that her blood glucose have been dropping steadily with the pump. The customer stated that the sensors have been in the low 100s mg/dl the entire time. The customer stated that the issues have been going on for the past few days. The customer stated that the pump has been going into threshold suspend. The customer will be sent a replacement pump.